Event description:
It was reported that during a laparoscopic sigmoid colon procedure, the surgeon complained that the stapler inadvertently fired. The safety trigger was released and prior to holding down the firing trigger, the knife blade prematurely advanced. The staple line was completed by the surgeon holding down the firing trigger and firing like normal. However, he was concerned at the potential for inadvertent firing. No additional stapler was needed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned with the firing mechanism damaged and with no cartridge loaded on the device. No functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the spring firing trigger was noted to be loose and out of its intended position. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.